Manufacturer narrative:
No product was returned for evaluation. Review of the log file provided by the account confirmed a pump stoppage event; however, a specific cause could not be conclusively determined through this evaluation. The submitted log files contained multiple pump stoppage events on (B)(6) 2018. These events all occurred while the patient was connected to the power module and had corresponding fluctuations in pump parameters. Based on previous complaint history, these conditions could have been caused by a potential driveline issue. No other atypical alarms were noted throughout the duration of the log file. The patient remains ongoing on lvad support and no further events have been reported at this time. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) outlines indications of driveline wire damage as well as how to respond to such events. This document also addressed how to care for the driveline; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 4 years and 4 months. The patient remains ongoing on lvad support with the device and a non-grounded patient cable for use with the power module. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that pump stoppages occurred while on power module support, confirmed via the system controller log files. An x-ray image of the driveline internal to the patient showed no direct indication of damage; however, the 180 degree bend on patient¿s right side showed an area of concern near the last rib. The x-ray of the driveline external to the patient showed no direct indications of damage, and only a small area with a possible area of concern behind the connector bend relief. The patient was stable on battery support. On (B)(6) 2018, an external evaluation of the driveline was performed. While palpating the area near the last right rib, pump stoppages occurred. Driveline damage internal to the patient was reportedly confirmed. The patient does not want a pump exchange performed. A non-grounded patient cable for the use with the power module was provided to the patient. No additional information was provided.